Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient developed an infection shortly after her pump implantation. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, but was not available as of the date of this report.